Event description:
It was reported that a small volume intermate had particulate matter inside the balloon. This was noticed during or after filling with a non-baxter drug and before patient use. There was no patient involvement. No additional information is available. This is report 3 of 5.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation or if additional relevant information is obtained, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. A visual inspection identified white particles, ranging between 0.46 to 1.38 mm in length, floating in the reservoir. A fourier transform infrared spectroscopy scan determined that the particles were acrylic. The cause of the particulate matter could not be determined. This issue is currently being addressed through a CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.